Event description:
The complainant reported that a patient had limb ischemia. Prior to leaving the catheterization lab, a femoral bypass technique was performed due to limited blood flow on the impella insertion side of the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.